Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a 10.0d lens was explanted from the patient's right eye due to dislocation/lens vault (z-syndrome) noted approximately 3 weeks post implant. A 9.00d lens of same model number was implanted successfully using capsular tension ring (ctr). The patient's prognosis was reported as "good." This report refers to the patient's right eye.